Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a diep procedure on (B)(6) 2014 and suture was used. During the procedure, the needle pulled away from the suture very easily when passing through the tissue. The procedure was completed with another like device. There were no adverse patient consequences reported.